Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2011, 439688 lead, implanted: (B)(6) 2011, 407645 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were noise episodes on both the right ventricular (rv) leads, the defib rv lead and the pace/sense rv lead. It was noted that there were non-sustained ventricular tachycardia episodes that were recorded that appeared to be noise. It was also noted that noise appeared to be on egm (electrogram) of can-to-rv coil so the physician extracted both leads, defib rv lead and the pace/sense rv lead, and replaced them with a single coil df4 lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because the lead related to product performance allegation is not within the s2d file. If information is provided in the future, a supplemental report will be issued.